Manufacturer narrative:
The service evaluation identified the unit was not able to be turned on due to a circuit board (cr) failure, only part of the indicator light on the front panel lights up when the power is turned on. The cause of the defective cr board is unknown. Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed that the customer high flow insufflation unit was returned to olympus for service/repair for a reported ¿no function after switching on¿. The customer problem was found during an unspecified event. Upon inspection and testing, the unit was not able to be turned on due to a circuit board (cr) failure. This report is being submitted to capture the unit being unable to be turned on. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections b3, h4, h6, and h10 were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.